Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "high temperature" code was found in the ventilator's downloaded error log. The device's outlet flow path thermistor was replaced to address the issue. In addition, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly, and software was checked.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "high temperature" code was found in the ventilator's downloaded error log. The device's outlet flow path thermistor was replaced to address the issue. In addition, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly, and software was checked. The outlet flow path thermistor was evaluated by the manufacturer's product investigation laboratory (pil) and found the outlet flow path thermistor functioned as designed and operated without issue or error codes.